Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she was unable to remove the battery cap. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received missing end cap sticker, cracked case display window corners, cracked case at reservoir tube window corners, broken battery tube threads and minor scratches on lcd window.